Event description:
It was reported that the customer had high blood glucose levels of about 350 mg/dl to 400 mg/dl. The father of the customer reported that the customer's tubing on the insulin pump was bent and twisted. The father of the customer reported that the insulin pump did not alarm. The customer indicated having symptoms consistent with high blood glucose levels including nausea, vomiting and ketones. The father of the customer declined to trouble shoot. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.